Event description:
Add'l info received from abbott international (argentina) indicates: "the device showed no flow (alarm), reason for which drug could not be administration." The pump gave an appropriate no flow alarm as designed to alert the user to a problem. The alert message occurred at set up.

Manufacturer narrative:
Testing and investigation analysis was performed by abbott international affiliate (argentina). Testing showed that the pump did not turn off and the flow detector did not function. Pump failure was caused by a defective main control shaft that stuck in the reset position. The defective flow detector and the power supply were replaced during repair of the device. Flow detector and power supply found to be secondary failures and not related to the reported event.